Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif-1100 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-1100 reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device

Event description:
The customer reported to olympus that the gastrointestinal videoscope had reduced angulation. The device was returned for evaluation. The following reportable malfunction was found during the assessment: foreign objects were found in the air/water cylinder and air/water tube. No reports of patient harm were received. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the air/water cylinder and air/water tube having foreign objects. In addition to foreign material, the additional evaluation findings are as follows: the jet tube had foreign objects. The suction cylinder had no color. The control unit has a crack. The adhesive on the bending section cover is peeling, causing the insulation resistance value at the distal end to fall below the standard value. Due to the wear of the angle wire, the bending angle in the up direction was lower than the normal value. The plastic distal end cover had a crack. The connecting tube was wrinkled. The investigation is ongoing, and a supplemental report will be submitted once it is completed or if the user facility provides any additional information.